Event description:
Pt was placed on bi-vad support and bleeding was observed along length of the hemashield graft. Surgeon had to wrap the graft with another hemashield graft to stop the bleeding. Pt did not suffer injury.

Manufacturer narrative:
Results and conclusions will be summarized in follow-up/final report.